Event description:
It was reported that approximately one week ago the pt complained about the bad quality of his auditory sensation. He said that the problem began when he had an impact to the implant area. He crashed into a traffic sign whilst walking up the street. Testing showed that there has been progressive damage of the electrode array since 2007. Since the impact a week ago, there are now 8 electrodes with hi impedance status, 2 have short circuits and 2 with an ok status. But one of them has an impedance of 18.27 kohm. The gp impedance shows no value so it is supposed that is broken.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.